Manufacturer narrative:
MFR rec'd date: 19mar2020. Report date: 20mar2020. The ventilator had to be changed as a result of this event. There's no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05mar2020. B4: 09mar2020. The replaced oxygen solenoid was returned for failure analysis. It was determined that the solenoid was leaking due to debris between the sealant o-ring and the body, which caused the reported failure. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 26nov2019. Report date: 27nov2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the reported problem occurred due to a large leak. The service technician replaced the solenoid oxygen valve and the problem was resolved. The ventilator successfully passed functionality testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
The customer reported that the device produced the alarm "check vent: oxygen device failed." The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. No medical intervention was reported.